Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix could not perform an evaluation of the device as the device remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiib endoleak of the distal main body complaint is confirmed. The additional endovascular procedure (diagnostic angiogram) complaint is confirmed. The second additional procedure (non endologix product use) on the same day is unconfirmed. This is moderately consistent with the reported adverse event/incident. The clinical assessment determined that there was evidence to reasonably suggest aneurysm enlargement of 10mm occurred that was not included in the event as reported. The aneurysm enlargement was discovered during review of the procedure planning dated (B)(6) 2025. Device, user, procedure or anatomy relatedness of complaint could not be determined. Procedure related harms could not be determined. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date ¿ updated. H6: investigation type codes - remove code 4118. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Event description:
The patient underwent endovascular aneurysm repair of a fusiform aneurysm with the implant of an afx2 bifurcated stent graft (bsg) and an afx vela suprarenal on (B)(6) 2022. The afx2 bsg was deployed over the proximal neck. The afx veal suprarenal was then deployed, ensuring optimal alignment with the backbone despite slight angulation of the proximal neck. After a balloon touch-up, contrast-enhanced computed tomography (CT) confirmed no endoleaks, and the procedure was completed. Routine follow-up CT on (B)(6) 2025 identified a possible type ib endoleak or type iiib endoleak, necessitating a contrast-enhanced CT. Initially, no endoleaks were confirmed, but subsequent CT images from different angles ultimately confirmed a type iiib endoleak near the ventral bifurcation of the afx2 bsg. Reintervention was performed the same day with the implant of a non-endologix gore excluder in the existing afx2 bsg. A non-endologix gore excluder conformable was implanted from the lower renal artery via right access (the previously implanted afx vela suprarenal had also been placed from the lower renal artery). A non-endologix gore n excluder leg was implanted in the left leg, and a non-endologix gore excluder leg was implanted in the right leg. Due to the long bilateral common iliac arteries (cia), the distal ends of the excluder legs were positioned in the native distal cias. Contrast-enhanced CT confirmed no endoleaks, and the procedure was completed. The final patient status was not provided.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation as they remain implanted in the patient. The distributor reported that patient medical records are not available and that imaging studies will be provided for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.